Event description:
It was reported that a revision was needed to replace globus rods that failed post operatively.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation as it was discarded by the hospital. It was reported that a revision was needed to replace globus rods that failed post operatively on a t4-pelvis construct. Because the state of the broken rod could not be confirmed and the surgical conditions cannot be replicated, the no determinations could be made as to the cause of the reported issue.